Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was at a higher medication dose but had to decrease due to bad leg and back pain. It was further reported that they have had more cassette failures with new extension sets than before. No patient injury was reported.